Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse confirmed the reported errors displayed during the surgery. The fse replaced the q-switch driver which resolved the issue. The laser passed full functional and electrical safety testing. It is likely the damaged q-switch contributed to the reported clinical observations as replacing it resolved the issue. The review completed on the device history record (DHR) for this console confirmed that it met specification prior to release, and the most recent console inspection performed on 24sep2025 found it to be fully functional with no issues until the reported clinical observation. Based on the information available, and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during the procedure, errors 171 (under power), 235 (no lps current), 202.11 (lps hardware interlock, interlock open) and 102.9 (rcb hardware interlock bit, pd0 over power) were displayed. The procedure was cancelled. The patient was under anesthesia. There were no patient complications. This event is being reported for aborted/cancelled procedure with or unknown sedation.

Event description:
It was reported that during the procedure, errors 171 (under power), 235 (no lps current), 202.11 (lps hardware interlock, interlock open) and 102.9 (rcb hardware interlock bit, pd0 overpower) were displayed. The procedure was cancelled. The patient was under anesthesia. There were no patient complications. This event is being reported for aborted/cancelled procedure with or unknown sedation.